Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer's blood glucose (bg) level subsequently increased; bg value not provided. The customer's parents provided assistance, and insulin was administered via manual injections to address bg. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resume insulin therapy.